Manufacturer narrative:
(B)(4). Unfortunately the product is not available for investigation as it was scrapped; therefore a laboratory investigation was not possible. Most probable the reported failure was not caused by the same root cause determined within CAPA (B)(4), as the leakage self was very massive and occurred immediately in that way. It was not possible to perform a device history record review as UDI / serial number of the specific oxygenator / hls module is unknown. According to the customer it is not possible to provide the information because the whole set was scrapped. Based on this a confirmation of the failure is not possible. The most probable cause of the failure is unknown. This data will be handled through a designated maquet process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time. Additional information: the product mentioned under section d is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510(k): k101153.

Event description:
It was reported that after starting perfusion a voluminous leakage from the gas outlet was found. Set was replaced w/o injury for patient. (B)(4).